Event description:
A 4.0mm diameter by 30mm length s7 stent delivery system was inserted to treat a lesion in the right coronary artery. The lesion was pre-dilated with a 4.0mm by 15mm ptca balloon. It was not possible to cross the severely calcified lesion; therefore, the stent delivery system was pulled back. Upon removal, the guide catheter disengaged from the coronary artery and the stent was pulled into the guide catheter. Consequently, the stent caught on the tip of the guide catheter causing it to dislodge from the delivery balloon. Attempts to snare the stent were unsuccessful. The stent remains within the pt's arterial vasculature. Subsequently, the target lesion was treated with two s7 stents. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The severe calcification likely contributed to the stent delivery system not crossing the target lesion. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter causing the dislodgement.